Manufacturer narrative:
Product not returned for evaluation.

Event description:
The patient reported that he continued to receive 04 (occlusion errors) on his infusion device when he attempted to bolus and during his basal rate deliveries. He reported that his blood glucose values were greater than 500 mg/dl. He stated that he was feeling ill and very thirsty. During troubleshooting with the company representative, it was determined that one of the batteries in the infusion device was expired. The patient replaced the battery with an in-date battery. The patient reported that he did not have any additional infusion set tubing for troubleshooting, but later reported that he had new infusion set tubing which he connected to the infusion device. The patient was able to bolus without receiving any alarms. No medical treatment was required. No product is being returned. The patient reported in 2006 that his blood glucose values were in the acceptable range.